Manufacturer narrative:
The given information does not indicate a device failure of the apollo anesthesia workstation. The machine was tested by a draeger service technician according to draeger specification and passed all tests without findings. It was consequently cleared for return to use. As the apollo may be used to administer high concentrations of oxygen, especially during the induction phase of an anesthetic case, its instructions for use contain a corresponding warning: ¿risk of fire - cauterizing close to a source of oxygen can lead to fire. Make sure that all connectors (e.g., y-piece, breathing hoses including the breathing bag, breathing system, external freshgas outlet, oxygen therapy, anesthetic gas receiving system) are leak-free so that oxygen leakage cannot endanger the user or the patient.¿ the investigation has not revealed a device failure.

Event description:
It was reported that during a surgical case, there was a fire. It was reported that the fire occurred when an esu was activated near the patient's head. The hospital reportedly shut down the or room. Although there was no alleged malfunction of the apollo reported the hospital requested that all machines in use at the time be checked out by each machine manufacturer.